Event description:
Dr. (B)(6) hart placed a biodesign 8-layer tissue graft (B)(4) in a female pt on (B)(6) 2011. The entire graft was used for the incisional hernia repair and it was placed as a complete underlay in direct contact with the bowel and sewn around the perimeter with mattress sutures. The pt had a bmi of about 38 and was described as being morbidly obese. Since there were no inadvertent incisions into the bowel during the procedure, dr. (B)(6) considered the operation a clean case. Dr. (B)(6) reported the pt developed both an abscess and a fistula and required reoperation approximately ten days post biodesign placement. The fistula was about 2-3 mm in diameter through the bowel wall. Dr. (B)(6) reported there was evidence of cross-hatching from the suture lines in several places on the bowel wall. Further, dr. (B)(6) stated the fistula formed at one of the crossing points of two impressions on the intestine. The fistula was at the center of the x. He also reported there were other areas with evidence of suture erosion that had not yet caused perforations. Dr. (B)(6) reported the pt developed both an abscess and a fistula and required reoperation approximately ten days post biodesign placement. Current pt status not provided by reporter.

Manufacturer narrative:
Method: device was not returned to MFR. Therefore, no results available since no eval performed. Dr. (B)(6) explained the pt's post-operative course as complicated. The affected area was very inflamed and he placed drains. Dr. (B)(6) found it hard to discern if the pt had a systemic reaction. There were several places that the graft was not seen around the sutures. Dr. (B)(6) could not determine if the infection caused the bowel leak or if the bowel leak caused the infection. He described the pt's small bowel upon reoperation as being a big mat like a frozen abdomen. To dr. (B)(6), this suggested a lot of inflammation was present. It is believed that excess tension was placed on the graft. Excess tension on the biodesign could be the result of using a graft that was too small for the defect, the fixation of the graft by the surgeon, the shifting of the pt's body mass from lying on the operating room table to being upright in a pt with large abdominal girth or bmi, or any combination of these factors. The biodesign 8-layer tissue graft/hernia graft IFU fp0036-2g notes that if the graft is cut too small for the defect, excess tension may be placed on the suture line. This can result in recurrence of the original tissue defect or development of a defect in the adjacent tissues. Dr. (B)(6) indicated he is uncertain the root cause of the infection he noted. A review of the device history records showed no evidence that the product was not mfg to specifications. Therefore, the biodesign is not believed to be the source of the infection. The IFU cautions to place graft in maximum possible contact with healthy, well vascularized tissue to encourage cell ingrowth and tissue remodeling. This graft has been reported to be safe in clean and clean-contaminated hernia repair. However, care should be exercised when it is placed in critically ill pts or in severely contaminated wounds. Potential complications noted in the IFU include infection, adhesion, inflammation, and fistula formation. Complications, such as delayed wound infection, hernia recurrence, and the need for re-operation, should be reasonably expected in pts who are critically ill or who have severely contaminated abdomens.